Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided renal biopsy procedure using maxcore device. During the procedure, it was reported that the core failed to retract smoothly, when activating the needle core for tissue cutting. To ensure patient safety, the renal biopsy procedure was terminated. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided renal biopsy procedure using maxcore device. During the procedure, it was reported that the core failed to retract smoothly, when activating the needle core for tissue cutting. To ensure patient safety, the renal biopsy procedure was terminated. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and reviewed. The first photos show the patient underwent biopsy procedure using maxcore device and a total of four maxcore devices are shown. In which three devices are in full primed position and one device is in half primed position. Based on the photo review the reported event cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure to fire as no objective evidence was shown in provided photo to support the reported event. A definitive root cause for the failure to fire issue could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.